Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0 mm ticm120v4 implantable collamer lens, -13.0/+2.5/97 diopter, in the patient's right eye (od) on (B)(6) 2012. Lens rotation not associated with low vault was observed. On (B)(6) 2015, the lens was repositioned. The lens was then exchanged for another lens on (B)(6) 2016. The problem was resolved.